Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change-out, an alert message was displayed that there was a possible hv lead issue. The alert presented during dft testing. The hv lead impedance was 0 ohms. External defib was used to rescue the patient. The lead was capped and replaced.